Event description:
It was reported that the patient was getting backup battery (ebb) faults and tried reseating the battery themselves, but that didn¿t clear the alarms. The patient had just woken up and switched from wall power to batteries. The system controller was not in a cover. It was thought that the microfiber material from the patient's blankets caused some friction. Log files were submitted for review and captured ebb faults on (B)(6) 2024 due to the ebb failing the load test. The file ends with a driveline disconnected. The patient switched to their backup system controller and had no more alarms. A new ebb would be tested for functional verification.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a controller exchange due to backup battery fault alarms was confirmed via log file analysis. The 11v backup battery (serial number: (B)(6)) was returned for analysis, and a log file was submitted from the heartmate 3 system controller (serial number: (B)(6)) for review that showed events spanning approximately 8 days (07mar2024 ¿ 14mar2024, 20mar2024 per timestamp). Backup battery fault alarms due to the backup battery not passing the load test were active on 14mar2024 from 10:29:57 ¿ 11:13:05. The backup battery was unable to pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. Pump operation was not affected by these alarms. The driveline was disconnected on 14mar2024 at 11:12:06 for a system controller exchange. There were no other notable alarms active in the log file. The 11v backup battery was inserted into ta test controller which was connected to a test power module, system monitor and mock loop. The battery was functionally tested and passed all testing without any issues or alarms activating. The backup battery load test was initiated during testing and a fault was not reproduced. Following testing a log file was reviewed and there were no events captured where the load test did not pass. A root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action investigation was opened to investigate backup battery fault alarms further. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Log files on the new controller showed no further alarms.